Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited an error that says the colonoscopes have water in them. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit has debris and water invasion inside socket air tubing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the torn cable, and the cracked lens was due to a component failure. Caused by inadequate/broken seal within the device olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer